Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited suspected abnormal function and the patient experienced dizziness and bradycardia. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.